Event description:
Pt had cerebral angiography followed by an angioplasty of the intracranial right internal carotid artery. When the physician deployed the 6 french perclose proglide the suture knot broke. There was no harm to the pt or artery.